Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for radiculopathy. It was reported by a consumer on (B)(6) 2016 that ¿the wires had come loose and they had to go in there and fix it.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.